Event description:
It was reported that: "during trauma laparotomy, the products kinked proximal to cuff and were obstructed during surgery (too soft). Patient consequence high airway pressures and there was 2 attempts to pass suction catheter within ett lumen, bronchoscopy ultimately required, intra-op ent consultation. The patient did not desaturate."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 450 samples were taken from the current production; the samples were visually inspected, and issue reported "occlusion - kinked" was not observed in the current manufacturing process. DHR investigation did not show issues related to complaint. Failure mode "occlusion - kinked" could not be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.